Manufacturer narrative:
Summarized patient outcomes/complications of navitor/portico were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, atrial fibrillation, chronic kidney disease, stroke, prior myocardial infarction, prior coronary artery bypass graft, left bundle branch block, active smoking, dyslipidemia, chronic obstructive pulmonary disease, coronary artery disease, and dilated cardiomyopathy. Complications reported included arrhythmia, surgical intervention (permanent pacemaker), unexpected medical intervention (post-balloon aortic valvuloplasty), hospitalization/prolonged-hospitalization, perivalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: impact of pre- and post-dilatation on long-term outcomes after self-expanding and balloon-expandable tavi. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "impact of pre- and post-dilatation on long-term outcomes after self-expanding and balloon-expandable tavi", was reviewed. This research article is a retrospective single-center experience to evaluate the long-term outcomes of transcatheter aortic valve implantation (tavi) in patients with severe aortic stenosis, focusing on differences between self-expanding valve (sev) versus balloon-expandable valve (bev) prostheses, the influence of balloon pre- and post-dilation on clinical results, and the long-term outcomes after tavi in romania. Devices that were included in the study were portico/navitor, acurate, boston, and evolut, and edwards sapien 3. The article concluded that rates of all-cause and cardiovascular-cause mortality are comparable with other western real-world registries and randomized control trials. The bev was associated with higher level of survival than sev, and the use of post-dilation was associated with lower survival, while the use of pre-dilation did not influence survival. [The primary and corresponding author was paul-adrian calburean, department of biostatistics and medical informatics, george emil palade university of medicine, pharmacy, science and technology of târgu mure¸s, 540142 târgu mure¸s, romania, with corresponding email: calbureanpaul@gmail.com] this study included all patients who underwent tavi at the tertiary center between 01 november 2016 and 31 may 2025. A total of 702 patients were included in the study, of which 9.8% (69) received an abbott device. The average age was 79 years. The majority gender was male. Comorbidities included diabetes mellitus, hypertension, atrial fibrillation, chronic kidney disease, stroke, prior myocardial infarction, prior coronary artery bypass graft, left bundle branch block, active smoking, dyslipidemia, chronic obstructive pulmonary disease, coronary artery disease, and dilated cardiomyopathy.